Event description:
The user reported an inaccuracy with the lifescan meter when compared to another meter. Additionally, no specific data was provided. This complaint is being ruled-out because lifescan cannot confirm an inaccuracy. There can be no presumption as to which meter¿s reading is erroneous as the comparison is made to a non-calibrated reference method. There was no injury or medical attention sought due to the issue. There was no indication that the product caused or contributed to an adverse event.